Event description:
The customer reported that on 1/20/98 vasoseal was used following a diagnostic catheterization procedure. Five days later, the pt presented with low grade temperature, and a red and swollen groin site. Cultures revealed 3+ e. Coli. The pt was put on IV antibiotics.